Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ granuloma: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, "oval fibrous-like pieces found inside the fibrous capsula," ¿pain, tension,¿ ¿deformation and discomfort,¿ ¿foci with granulation (granulation tissue),¿ ¿subcutaneous tissue with fibrosis and degenerative changes,¿ and ¿freely movable fibrous oval formations.¿ device has been explanted.